Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. The reported femoral loosening may have been a result of failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6), 02-012-41-4040 - logic tibia traptray cem sz 4f/4t, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2019-00375. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported approximately 86 months after a left total knee replacement surgery; a male patient underwent a left knee revision procedure to address pain and symptoms of instability. A revision operative report was provided. Operative findings noted the patella component was well fixed, femoral component loose and de-bonded from the cement and the tibial well fixed. It was noted the polyethylene insert showed evidence of wear of the medial tibial tray. Infectious workup was performed; inflammatory markers were negative. The patient was revised to a competitor's construct. The patient was noted to be in stable condition following the procedure. No additional information is available.